Manufacturer narrative:
Based on discussion with FDA on may 8 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2019 and inspection of the unit was performed on (B)(6) 2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection, leak at biopsy channel (large/ primary) distal side, bending rubber non-pentax material, prism scratched, hole in # 1 remote control button cover, distal cap - fixed type distal tip upgrade, failed dry leak test, failed wet leak test, middle lcb distal cover glass glue is missing, image spots, insertion tube non-pentax material, primary operation channel resistance, prism glass glue missing, hole in # 2 remote control button cover, operation channel- primary slice by accessory, umbilical cable single buckled under pve root brace, segment compressed, suction function not performed unit compromised, fluid invasion not observed in pve connector, equipment serviced by non-pentax facility, fluid invasion not observed in control body. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. Parts replaced: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, segment attaching screw, distal case attaching screw, insertion flexible tube, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, rl pulley assy, ud pulley assy, remote control button, air/water supply tube lg, suction channel lg, light guide cable, objective prism assy, insertion tube attaching nut imp-1, fwd body trim cover attaching nut, rubber trim collar, a/w supply tube retaining collar, light guide column, body side cover for deflector, deflector body, deflector body attaching screw, deflector body link, distal case/cap, o-ring(0.5x1.3). The video duodenoscope is currently awaiting qc final approval as of 01-nov-2019.